Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed about 10 years ago (date of revision was unknown). The patient has complained the pain for a year, so that the surgeon suspected armd under MRI. It was reported that the revision surgery was performed on (B)(6) 2018 by replacing the liner and the head. The patient is (B)(6) years old female. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.